Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (433 mg/dl). Reportedly, the customer believed there was air in the tubing; however, was unsure if air bubbles were present or if insulin was just not being delivered. Customer declined changing out the pump supplies. Customer delivered boluses and administered manual injections to address elevated bg levels.